Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.

Event description:
Asku

Event description:
It was reported the lead was replaced due to high pacing impedance values. At changeout, it was noted that the lead had twisted and physician questions if there was a break in the lead below the anchoring sleeve. No patient complications have been reported as a result of this event. Additional information from attorney alleges 'suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and monitoring failed'. Alleges 'sustained serious and permanent injuries, disability, mental and physical anguish.'